Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 72 hours if using novolog and the efficacy of your t:slim pump cannot be guaranteed if cartridges other than those manufactured by tandem diabetes care, inc. Are used or if cartridges are filled more than once. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was as high as 600 mg/dl. The infusion set site was changed multiple times. A bolus via the pump and a syringe bolus were delivered to address the bg level. The contact assisted the customer with the insulin injections. The contact stated that the cartridge was changed every 6 days and the cartridge was refilled. Tandem technical support informed the customer that the cartridge should not be refilled and novolog in a cartridge can be used upto 72 hours. The contact was to change the cartridge and infusion set.